Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was "damage". The customer¿s blood glucose level was unknown. The customer reported that crack was seen on the reservoir compartment. The drive support cap was normal. The insulin pump will be returned for analysis.